Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension product ID: 97754, serial# (B)(4), product type: recharger product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3888-33, lot# va0dk8u, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) under the patient¿s right rib cage was causing pain at the ins implant site. This caused a great deal of discomfort. The patient had a lead for scrotal pain and a lead for abdominal pain, liked stimulation for abdomen and scrotum, but had hardly used the system since implant. The patient had several other medical issues since implant which caused the patient to be weak and depressed. The scrotal pain helped with stimulation at times; however, the patient hardly used the unit. Reprograming was tried but the battery was depleted, not over-discharged. Recharging was taught to the patient to help make it more comfortable. The patient had less than 50% therapy relief, and the location of the issue was at the device pocket. As of (B)(6) 2014, the patient had no chosen to recharge their device. Per request of the patient, the system was explanted on (B)(6) 2014 because they did not think they would use the device even if the pocket site was revised. The patient was noted to be alive with no injury.

Event description:
Additional information received reported the health care provider (hcp) did not suspect the event to be related to the device however the system was explanted.

Event description:
It was reported that the surgical pocket was the painful area and not the spinal cord stimulator (scs). The cause of the event was not device related and the patient recovered without permanent impairment.